Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015 due to lead migration. The lead was found to have pulled out of the epidural space. The surgeon repositioned the lead and added extensions as there was concern the lead was not long enough to reach from the ipg pocket with adequate strain relief. Effective stimulation was confirmed postoperative.